Event description:
It was reported that during a prostate procedure @ 31,194 joules and 6:23 minutes of usage, the fiber broke outside of the patient. The procedure was completed using a second fiber. There was ¿no damage to the patient¿ reported.

Manufacturer narrative:
Product evaluation: (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).